Manufacturer narrative:
A 100ml baxter bag ndc 0338-0049-18, lot number p365247, exp dec 18, nacl 0.9% cytarabine, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported chemo leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set during an infusion of cytarabine 200 mg/100 ml ns at 50 ml/hr. The time of the leak was not provided; however, the customer reported that the leak could occur at the start of the infusion, during the infusion or near the end of the infusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage at the connection site of a secondary set to a primary set was not confirmed. Microscopic inspection of the uppermost smartsite valve on the primary set revealed a sharp upturn to the edges on the top valve threads. There were no additional signs of damage or abnormalities. Functional and pressure testing resulted in no leaking. The cause of the reported failure was not determined.